Event description:
A device report from (B)(6) indicates a hospital in (B)(6) reported: during a procedure for a intra-articular leg fracture, surgeon was operating on the pt's ankle joint. Surgeon used a distal fibula and a cannulated screw on distal end of tibia. Surgeon had inserted the tip of the guide wire into the pts bone to guide with drilling the bone. After the tip had been removed and re-inserted, surgeon inserted the screw along side of the guide tip. It was discovered the tip of the guide wire was broken on the second removal of the tip. Surgeon did not retrieve the tip and it remains in the pt's bone.

Manufacturer narrative:
The raw material and mfg papers were reviewed and were found to meet specifications.